Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed due to the ECG ¿a&b¿ cable being unplugged from the j703 component on the dn pca board. The electrode belt was unable to complete falloff testing. The root cause for the unplugged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.